Event description:
During evaluation, the source of the leak was discovered to be the silicone tubing of the transfer set. Although prophylactic antibiotics were administered (1g of vancomycin intrapertoneal) there was no patient injury or further medical intervention necessary according to the international affiliate.